Event description:
Upon discontinuation of IV heplock, the lpn noted that the cathlon was not intact. The actual teflon catheter was detached from the hub and could not be found externally. She placed the cathlon along with the original dressing securing the IV into a biohazard bag and kept per policy.she then notified the primary physician had received further orders. The pt has remained stable and asymptomatic with family keft apprised. X-rays and venous doppler scan have since revealed no evidence of a foreign body, local bbraun rep notified on 7/27 and presented on 7/28 to investigate. The following staff members were interviewed: rehab mgr, director of radiology, mgr for quality mgmt, & tech performing dop scan. Appropriate internal paperwork submitted with damaged product released to local rep. Product will be sent to bbraun's corporate lab for analysis. No further diagnostic studies recommended by MFR at this time. Indwelling line for 72 hrs.